Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: failed-sensor wire is detached.the problem is confirmed because the sensor wire was detached from the sensor pod and seal carrier.. The reported event of detached/missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a detached sensor wire occurred. Additionally, patient stated that they experienced bleeding at the sensor insertion site.the sensor was inserted into the thign on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the thigh. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.